Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that needles have a white substance on them. To aid in the investigation five samples in sealed packaging blisters were received for evaluation by our quality team. Each sample was visually inspected with a 10x magnifier lens and no defects or imperfections were observed. A device history record review was completed for provided material number 305196, lot 0092356. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle 18x1-1/2 rb contained foreign matter. The following information was provided by the initial reporter: had a report of a white substance looked like a circle (dot), that was half way down the needle. It looked like maybe glue. I don't have the product because it was disposed of and so was the box it came out of. Ref # of the needle that had the circle of white substance on it ref# 305195. I went to different departments and looked at some of their bd precisionglide needles. They look to have a white substance like under the colored cap. I believe this might be glue to hold the cap on. I would like to send a few of these into you so that you could tell me what is under the colored cap and what it is.